Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter will not power on. This complaint is classified according to the documentation of the customer care advocate. On april 28, 2009, this medical affairs specialist contacted the patient to clarify information obtained during the initial call. The patient tests her blood glucose 4 times per day and takes lantus and humalog insulin to control her diabetes. The lantus is taken based on a set amount while the humalog is taken based on a sliding scale per the lfs meter readings. The patient does not have a carbohydrate to insulin ratio. On original date in the morning around 8am, the patient obtained a blood glucose reading in the "300 something mg/dl" on the subject meter, which is her average meter reading at that time. Based the sliding scale insulin per the lfs meter reading, the patient took her usual dose of 45 units of humalog. Prior to noontime before her lunch, the patient was on the treadmill and did not have anything to eat since breakfast. At noontime when the patient attempted to test with the subject meter, the patient dropped her meter in a mop bucket of water. At this point, the meter did not power on. Within 20 minutes of the onset of the power issue, the patient developed symptoms described as "weakness, sweaty, and lightheaded." The patient promptly took more food/drink at the time of concern. The symptoms abated with 5 minutes. The patient did not require any further medical intervention and was not tested on any other device. The patient felt that had she not been on the treadmill before lunchtime, she could have prevented the aforementioned symptoms. The power issue was not resolved with troubleshooting. This complaint is being reported because the patient claimed that she had symptoms that can be suggestive of hypoglycemia after the subject meter did not power on due to trauma. The patient promptly was treated according at the time of concern. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.